Event description:
Patient experienced elevated blood glucose while using infusion device. Target blood glucose is 8 mmol/l and blood glucose elevated to 20 and 22 mmol/l. Patient called hospital and was advised to give insulin bolus by syringe. Blood glucose did not lower. Patient called the hospital daily to provide update. Patient reported, the infusion device does not deliver insulin properly when there are 100 units of insulin used. Infusion device was not exposed to x-ray, CT scan, or water, and it has not been dropped. No alerts or errors were received and basal rates were set correctly. Patient was on holiday and exercised frequently. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.